Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: customer returned photos of a loose 3/10cc syringe. Customer states that the needle hub was detached with the shield. The photos were examined and exhibited the syringe with the hub-needle/shield assembly slightly separated from the barrel. Unable to perform DHR check due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Event description:
It was reported that separation occurred with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the needle hub was detached with the shield".